Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was associated with a high out-of-range pace impedance measurement and increased pace threshold measurements a few months after the patient experienced a shoulder injury. A boston scientific field representative reported the lead was capped and surgically abandoned after an unsuccessful attempt to extract it. A new lv lead was implanted, and the patient upgraded to a cardiac resynchronization therapy defibrillator (crt-d), although an atrial lead was not implanted due to the patient's chronic atrial fibrillation. No adverse patient effects were reported.